Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was in the pre-plunger deployed position with blood present in the device, indicating introduction into the patient anatomy. A small residual of blood was detected in the marker tube. During testing, an attempt was made to flush the device with water, but the device would not flush. The distal end of the marker tube and the complete inner marker lumen was blocked by coagulated blood preventing marking during testing. After the device was cleaned, marking was achieved without difficulty. The examination and testing results did not indicate the causes for no blood flow from the marker lument. The present of blood at the distal end of the marker tube indicate the pulsitory flow was not achieved and confirms the reported experience. There was no manufacturing deficiency detected that would contribute to the reported event. It should be noted that the instructions for use under the examination and selection of products states: verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. There was no information provided to indicate whether or not this step was completed before use. Failure of the device to mark can be influenced by but not limited to: manufacturing, operator aggressively advances the device, obese patients and the panniculus wasn't lifted, patients tissue is heavily scarred, the marker port is against artery wall, side wall stick, low blood pressure or clot or tissue plugging marker port and the device not in arterial lumen. There was no anatomical information provided in this case to definitively determined if the patients anatomy was a contributing factor in this event. Based on the inspection criteria and the reported information the conclusion could not be determined. Based on the investigation of the device, the inspection criteria and the reported information the reported failure to mark during use resulting in the use of an additional closure device to achieve hemostasis, appears to be related to the operational context during use. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection issue was detected. A review of the finished device lot history records did not reveal an nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, no blood flow was achieved from the marker lumen. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.